Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 years after the dental implant was installed in intraoral region #27, patient began to fell pain in the region, so the implant was removed.